Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image revealed the spring at the distal tip of the device has become worn and is no longer in manufacturer intended position. The image also confirms the devices batch number and product number. The complaint was confirmed. Factors that could have contributed to the reported event include more frequent use than anticipated for the device, rough sterilization processes, or inability to withstand excessive forces during use.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during set up for a shoulder arthroscopy, a wire turned out from the "truepass suture passer, self capture". The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.